Event description:
A malfunction on the pump was reported after a cat pushed it off a table. This incident caused the customer's blood glucose level to exceed 500 mg/dl, although the exact value was not provided and was simply recorded as "high." The customer managed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. After experiencing multiple malfunction codes, the customer attempted to reset the pump without success. Consequently, technical support decided to send a replacement pump with updated software. The customer was informed about the necessary steps for using the replacement and agreed to return the faulty pump to tandem within ten days using the provided materials.